Manufacturer narrative:
(B)(4). Additional information requested and received: was the second surgical procedure completed to remove the foreign body or for other reasons? Reversal was completed at boca regional and the foreign body was removed by dr. Why does the customer believe that the retrieved foreign body is part of the device? It is purely speculation according to the or dir based on the devices used with port placement of 5 mm trocar and the images (picture of foreign body) can the pieces be returned for non-destructive foreign body material review by ethicon personnel? Unknown. Investigation summary: photo image sent by the customer was received and reviewed. The image provided by the customer is that of multiple items next to a fisher scientific ruler. It is possible that the items in the image could be fragment of an enseal device, however due to the quality of the image it cannot be confirmed. It is recommended that the items depicted in the image be sent for a closer analysis.

Event description:
It was reported that the doctor performed a laparoscopic colostomy on the patient using an enseal instrument on (B)(6) 2017. On (B)(6) 2017, the radiology department discovered a foreign body in the patient, located in the upper right quadrant of subcutaneous tissue, where a 5 mm trocar was placed. On (B)(6) 2017, the patient was admitted to a different hospital for a reversal and the foreign body was removed. The procedure was completed successfully. The foreign body is being held by the hospital in their risk management department.